Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen issue. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a touchscreen issue. The customer attempted to calibrate the touchscreen, but this did not resolve the reported issue. The remote service engineer (rse) provided the customer with the part number of a touchscreen for replacement. Device evaluation and repair are pending. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 04mar2025, 11mar2025, and 18mar2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.